Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure.according to the complainant, the clp grasped tissue but would not release from the delivery catheter. This necessitated pulling of the device off the patient tissue, but it was confirmed that this did not cause any tissue damage. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. This necessitated pulling of the device off the patient tissue, but it was confirmed that this did not cause any tissue damage. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Visual evaluation of the returned device found the sheath grip to be detached from the over sheath; a kink was also noted in the control wire. The clip assembly was located inside the over sheath. The over sheath was pulled back by hand, thus exposing the clip assembly, which was then deployed per design. The observed damage was attributed to operational context. The condition of the returned device was not consistent with the complaint that the clip failed to release from the catheter; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.